Manufacturer narrative:
The technician found the foot hi/low solenoid valve was faulty. The technician replaced the solenoid valve to repair the bed.

Event description:
Information received indicates the foot hi/low is drifting down.